Event description:
Several alcohol prep pads: pads were moist, discolored, suspiciously stained yellow and brown material. Dead soldier ant found on one pad and remains of another insect on second pad. No evidence that seal had been broken prior to opening of prep pad by nurse. Hosp risk mgmt, infection control and sterile supply notified. Hosp officials notified kendall.